Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the pump keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed, and contamination was found under all button contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that all of the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.